Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the cardioplegia (cpg) temperature reads 50 degrees and does not change on the cooler heater unit. This reading is incorrect. The device was not changed out, as they continued to use. The unit was cooling and heating, they used an outside thermometer. There were no alarms or errors associated with this issue. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the pt.

Manufacturer narrative:
The reported complaint was confirmed. The field service representative (fsr) found the cpg temperature sensor was defective. The fsr replaced cpg temperature sensor, tested and completed preventive maintenance (pm) per procedure. The cpg temperature display is now reading correct temperature. The unit operated to MFR specifications and returned to clinical use. The suspect part was returned to the MFR and confirmed by the investigator. If additional info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.